Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on about (B)(6) 2019. The customer's blood glucose level was 500 mg/dl at the time of incident. The customer did not mention any symptoms. The customer also mentioned that a few months prior they noticed damage on the reservoir lip ring and that the reservoir came out of the pump. Troubleshooting was not completed and the customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.